Event description:
It was reported the pt experienced a buzzing or a vibrating sensation when reaching or bending over at the site of the chest pocket where the stimulator was implanted on the right side. The impedances all read within normal limits. The therapeutic setting was 0+, 1-, 4.5 volts, 90 pulse with and 185 rate. The battery was normal at 3.69 volts. The device and extension were replaced. Additional info has been requested, a follow up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).